Manufacturer narrative:
Block g4: the remaining premarket/510(k) number is k946358; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a040601 captures the reportable investigation result of cutting wire kinked. Block h11: investigation results the returned stonetome was analyzed, and a visual inspection found that the working length was twisted at distal section, also, the cutting wire was bent, due these conditions the wire was not aligned with the working length. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2025. During the procedure, while attempting to use the stonetome, an abnormality was observed in the direction of the cutting wire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of device cutting wire kinked. Please see block h11 for full investigation details.